Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, and the customer acknowledged and understood the instructions, allowing them to continue using the pump.